Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a faulty front case. The device was returned unrepaired at the customer's refusal of the estimate. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an I-pump failed a keypad inspection per 17-31-11-719, this condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.